Manufacturer narrative:
During functional testing, the reported issue of constant air in line alarm was not duplicated. There were no constant or false air-in-line alarms generated. The device meets specification.

Event description:
Zyno medical llc, received a report that pump beeps air in line alarm when there is no air in the line.